Manufacturer narrative:
Insulin pump was received with operating currents within specifications. Insulin pump passed self test and displacement test. Insulin pump was monitored for 24 hours. The battery was removed from pump and monitored for 10 minutes. Insulin pump powered up properly after insertion of the battery and no insulin pump errors. Low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed errors. The patient¿s blood glucose level was 6.9 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.